Event description:
It was reported that on thyroid surgery, during set up, the tube electrode was check, on and off was displayed alternately, and the device could not be used. The surgeon commented that the electrode was fractured. The sales rep received a call from medical engineer (me) and explained how to handle the issue, but he decided not to deal with it. Tube impedance check: there is a possibility of air leakage from the fixed cuff. The procedure was completed with the reported product(s) with no delay. There was no patient impact.

Manufacturer narrative:
H3: product analysis confirmed that visually, the tube was overly bent when received. Electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms and the actual measurements were all out of specification for all the electrodes erratically ranging over 1 mohm. A syringe was used to inject 15cc of air and the cuff balloon inflated with no issues. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.